Manufacturer narrative:
The other device listed in this report is an unknown ceramic ball. It cannot be determined which, if either of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that there was a revision of a ceramic ball and sleeve due to heterotopic bone removal.